Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the audio condition which was observed. The evaluation found a tear in the back flex. The rear case which contains the back flex was replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device had no audio. There was no patient involvement.